Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused headaches, nausea and patient had a heart attack. The patient did not report receiving any medical interventions. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found contamination under the port covers on either side of the device. An internal visual inspection of the device was completed by the manufacturer and found contamination on the bottom panel of the case and on the inlet port. There were also signs of water ingress in the blower box and on the blower motor. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found three instances of e-101 errors. The device was applied power and the device operated properly. The manufacturer concludes contamination found were consistent with contamination under the port covers, contamination on the bottom panel of the case and on the inlet port and water ingress in the blower box and on the blower motor. The manufacturer concludes there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headaches, nausea and patient had a heart attack. The patient did not report receiving any medical interventions. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience a heart attack, headaches, and nausea. There was no medical intervention required by the patient. The reported event of heart attack and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.   If any additional information is received, a follow up report will be filed.   Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code has been updated.